Manufacturer narrative:
The results of the investigation indicate that the cause of calcar fracture may be related to a lack of instructions provided in the surgical protocol. Review of the design history file indicated that fracture of the proximal femur from use with the calcar planer is a known potential failure mode identified in the dfmea. A method to mitigate this potential risk as identified in the dfmea was to provide instructions in the surgical protocol to initiate power to the planer prior to contacting the planer with bone. Review of the surgical protocol indicated that these instructions were not specified as recommended by the dfmea. In an effort to reduce the potential for similar future events and to comply with the dfmea, the surgical protocol, literature # lasst, will be updated to instruct the user to apply power to the planer before contacting bone. A note to file to dhf 0647 was supplied documenting the required action to update the surgical technique. If additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that, "during the surgery, when the surgeon was using the calcar planer, the patient's calcar cracked."